Event description:
Caller reported damage to usb port/pins impacting the customer's ability to charge the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.